Manufacturer narrative:
(B)(4). Date sent 11/11/2024. D4 batch #151d15. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and with two ecr60w reloads present. The reload (b) was received unfired. The reload (c) was received unfired with the reload pan partially dislodged from the right proximal side. No functional test was performed due to the condition of the device. No conclusion could be reached on what may have caused the reload pan to dislodge. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 151d15, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number c9eg4k, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled?? Unknown. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Is the current patient status known? Discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during an esophageal surgery, after fired, the staple line and cut line are both complete. Noted oozing. Changed another one to continue the surgery, the same problem happened again. To stop oozing with compression hemostasis. There were no adverse consequences to the patient. No additional information could be provided.